Event description:
It was reported to philips that system failed to start; x-ray pc replaced and software reinstalled on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the x-ray pc monoplane w7 + w10 and suite pc, and follow-up was needed for ivws qr node. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).